Event description:
It was reported that the inclusive tapered implant failed. The patient's bone type is ii and their oral hygiene is listed as fair. The patient has a history of smoking. The patient presented on (B)(6) 2022 for a primary procedure on tooth #27. The patient returned on (B)(6) 2022 at the second stage surgery with complaints of pain. Upon examination, the provider noted signs of inflammation and granulation/fibrous tissue around the implant. The provider determined that implant failed to integrate. The device was removed and the site is healing well. Based on the dates noted in the questionnaire completed by the provider, medical opinion was sought and it was determined that because the implant was placed and removed in such a short time span, the implant lacked stability.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. Patient's weight is not recorded at the time of visit. This is the 1st of 2 failed implants reported on the same patient. Reference the following manufacturer reports for the remaining implants. 3011649314-2022-00419.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot# 6094446 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect was observed from the returned product. Investigation methods/results: the device was returned with cover screw still engaged but not in original package. The implant was verified to be an inclusive tapered implant 4.7 mmd x 10 mml x 4.5 mmp (70-1070-imp0011) using radiographic template (doc #3006704_4.0). There was no defect or non-conformity observed and the threads were intact. Significant bone debris was observed in the threading of the implant. Root cause: "lack of primary stability" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the provider noted signs of inflammation and granulation/fibrous tissue around the implant. IFU-4989 rev 4.0 (inclusive tapered implants) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin. In addition, IFU-4989 rev 4.0 (inclusive tapered implants) contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. This is the 1st of 2 failed implants reported on the same patient. Reference the following manufacturer reports for the remaining implants. 3011649314-2022-00419 fu1.

Manufacturer narrative:
Correction: section b: b4:  date of this report was noted incorrectly on the initial submission. The correct date is 07-20-2022. This complaint will be kept on record for track and trending purposes.